Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2007 due to pelvic organ prolapse, mild stress incontinence and mild fibroid uterus along with concurrent bilateral salpingo-oophorectomy and lah. It was also reported that patient underwent mesh removal/revision on (B)(6) 2007, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012, (B)(6) 2012 and (B)(6) 2013. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.